Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that after receiving a replacement insulin pump, the top of the reservoir compartment had an indentation on it and the reservoir would not go in. The customer's blood glucose reading was 320 mg/dl. The customer stated she was unable to use the insulin pump and could not connect. The customer was advised that the device would be replaced and to return it for analysis.